Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture, right-sided breast pain and cutaneous contour deformity, and left-sided grade iii capsular contracture postoperatively. The diagnosis of the left-capsular contracture was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 30-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-jan-2022, mentor received additional information regarding the event date and the suspected medical devices. Initially, the event date was reported as (B)(6) 2021. However, additional information revealed that the actual event date was (B)(6) 2021. Initially, right-sided breast pain and cutaneous contour deformity, and bilateral rupture were reported. However, MRI performed on 21-dec-2021 indicated that there was lateral bulging of both devices (suggestive of lateral herniation). No evidence of rupture was observed on both devices. The relevant field has been updated. On 25-jan-2022, mentor received additional information regarding the explantation date. The patient underwent explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture, defective device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-mar-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 4-mar-2022, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #:3504001bc, left serial #:(B)(6), right serial #:(B)(6)). On 7-mar-2022, mentor received additional information regarding the patient¿s symptoms. Previously, it was reported that the patient experienced bilateral defective device, right-sided breast pain and cutaneous contour deformity, and left-sided grade iii capsular contracture postoperatively. However, additional information revealed that the patient experienced bilateral device migration, bilateral defective device, and right-sided grade iii capsular contracture postoperatively. The relevant fields have been updated. Manufacturer's reference number: (B)(4).